Event description:
Opus dornier table did not work. Could not take fluoro or retrogrades. Pt moved to a different surgery suite to have procedure completed. Unable to take radiographs. Error 6620 "cassette not in park position". Unable to duplicate problem. Replaced 3&2 & 3&8 for bulky tray position. During troubleshooting, discovered the z axis would not move. The fuse in the 7a11 I/f module blown. Replaced fuse - movement returned. Found that the z position sensor was bad; allowing the axis to drive to its mechanical stop- blowing the fuse. Placed sensor on order. Able to duplicate error 6620 by releasing the tube and bringing back to the over table (interlock closed) position. Switch 2 & 8 not being activated by the locking mechanism. Performed mechanical adjustments, locking mechanism not closing, 2 & 6.